Manufacturer narrative:
Block h6: imdrf device code a150201 captures of the reportable event of stent failure to deploy.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During procedure, the stent would not deploy. The physician tried to manipulate the handle in attempt to resolve the issue however this was not successful. A rescue wire was used, and delivery system was removed. The procedure was completed using another of the same device. There was no patient complications reported as a result of the procedure.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During procedure, the stent would not deploy. The physician tried to manipulate the handle in attempt to resolve the issue however this was not successful. A rescue wire was used, and delivery system was removed. The procedure was completed using another of the same device. There was no patient complications reported as a result of the procedure.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures of the reportable event of stent failure to deploy. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent failure to deploy. The axios stent and delivery system has been returned for evaluation. A visual inspection was performed and found the delivery device returned partially deployed. The stent was attempted to be deployed, as the handle is in the 2nd position and the distal flange fully expanded. It was observed that there were no handle or sheath damages. No other damages were noted. Stent partially deployed is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. At the end, the stent was able to fully deploy with no issues. No damages to the sheath or handle that could contribute to the reported event of stent failure to deploy; therefore, this event could not be detected. Device history review: a review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. Device technical analysis: the axios stent and delivery system has been returned for evaluation. A visual inspection was performed and found the delivery device returned partially deployed. The stent was attempted to be deployed, as the handle is in the 2nd position and the distal flange fully expanded. It was observed that there were no handle or sheath damages. An xray imaging observed the proximal of the stent near the ro marker, indicating the stent was shifted proximal to the sheath. One weld end folded back on itself on the proximal end of the stent. No other damages were noted. A functional exam was performed, the stent was attempted to be deployed, resistance was felt when retracting the slider. When fully deployed, the proximal flange fully expands with no delays or issues. No stent braid twists and folds were noted. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the events of stent failure to deploy were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures of the reportable event of stent failure to deploy. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on 19-dec-2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (b)(6 2025. During procedure, the stent would not deploy. The physician tried to manipulate the handle in attempt to resolve the issue however this was not successful. A rescue wire was used, and delivery system was removed. The procedure was completed using another of the same device. There was no patient complications reported as a result of the procedure.